Event description:
The report received indicated that an unspecified health care professional (hcp)called for medical information and additionally reported an adverse event that an unspecified male patient had unspecified number of palmaz schatz stents placed in unspecified vessel for unspecified reason on date not obtained. Since receiving the palmaz schatz stents, the patient received additional unspecified stents for reason not obtained on date not obtained. The reporter refused to provide any information.

Manufacturer narrative:
An imaging facility called to obtain clearance on behalf of a patient to conduct an MRI. During the call, the details noted were provided. Specific details about the lactation of the palmaz shatz stent are not available as the office of the physician who implanted the stent is closed. In addition, the patient¿s name and contact information were not released by the facility. Therefore, further investigation of this event was not possible. It is also not known how many stents were implanted and if the additional stents were implanted to treat restenosis. This report is intended to report one possible event of restenosis. Further details are not available. Please note that the event date provided is not known and the date provided is purposes of submitting the report only. The report involves a palmaz schatz stent but the catalog and lot numbers are not available. Therefore, the report is submitted for the device with catalog and lot numbers as unknown. The report received indicated that an unspecified health care professional (hcp)called for medical information and additionally reported an adverse event that an unspecified male patient had unspecified number of palmaz schatz stents placed in unspecified vessel for unspecified reason on date not obtained. Since receiving the palmaz schatz stents, the patient received additional unspecified stents for reason not obtained on date not obtained. The reporter refused to provide any information. The sterile lot numbers of the device is unknown therefore a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting stents and is often associated with the progression of coronary artery disease. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.